Event description:
The patient reported that over the past 2 years in the summertime when she is sweaty, the v-go devices are falling off of patient belly. The patient confirmed that she uses an alcohol swab to clean the infusion site prior to applying the v-go. The patient stated that this occurred most recently in the last week and estimates that the v-go devices usually fall off about twice per year. The patient stated that if the v-go device falls off, she waits to cool down so it does not fall off twice in a row.